Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
The literature article entitled, "long-term results of a total knee prosthesis utilizing an all polyethylene tibial component" written by sunil k. Pai, george whitwell, david mcmurray, todd d. Stewart, and martin h. Stone published by arch orthop trauma surg (2013) published online 9 june 2013 was reviewed. The article's purpose was review the approximate 10 year results and overall survivorship of a knee replacement employing an all polyethylene tibial component. Data was compiled from 26 patients between may 2000 and october 2002 with age range 58-81 years. Cement manufacturer is not identified. All implants were depuy implants. Article reports 1 patient unavailable at latest follow up due to death, and article does not report the death related to implantation. Figure 2 has radiographic images illustrating medial collapse subsidence. Depuy products: all polyethylene tibial component and pfc sigma cruciate retaining femoral component. Adverse events: peri-prosthetic fracture post a fall 55 months after index procedure (treated by plate fixation successfully) - no further information provided. Lateralized tibial tray with medial collapse with subsidence (treated by revision; note pre-existing condition of valgus deformity).